Event description:
It was reported that a guidewire stuck was observed with the farawave pulsed field ablation catheter. During a procedure to treat a paroxysmal atrial fibrillation, after the first vein application, the guidewire became stuck. Attempts were made to advance but could not and moved the catheter between flower and basket configuration but was unsuccessful. The catheter was removed from the body and a new guidewire was used but without resolution. The catheter was replaced, and the procedure was completed. There were no patient complications. The device is expected to return for analysis.

Manufacturer narrative:
Upon device return and inspection, no damages were observed on the device. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. The catheter was dissected to further inspect the guidewire lumen. Upon dissection it was noted that the guidewire lumen was heavily kinked distal section of the inner hypotube. The unintended use error caused or contributed to event cause code was selected for the finding of a kinked guidewire lumen. It's likely that the kink in this location occurred when the user deployed/undeployed the catheter without a guidewire inserted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire stuck was observed with the farawave pulsed field ablation catheter. During a procedure to treat a paroxysmal atrial fibrillation, after the first vein application, the guidewire became stuck. Attempts were made to advance but could not and moved the catheter between flower and basket configuration but was unsuccessful. The catheter was removed from the body and a new guidewire was used but without resolution. The catheter was replaced, and the procedure was completed. There were no patient complications. The device is expected to return for analysis.